Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The stop current and run current measurement tests were within specification. No unexpected no delivery alarms were noted. No failed battery test alarm was noted during testing. No motor error alarm was noted during bolus/basal delivery. The motor was tested outside of the device and it passed. The electronic assembly had moisture damage. The pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received excessive no delivery alarms, motor error alarms and failed battery test alarm. Customer also reported that there was condensation under display screen. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed more than one motor error alarms within the last month and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.